Event description:
We have been informed that during procedure an infusion error occurred. To complete the surgery, another machine was utilized. No report that actual patient harm occurred. However due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during procedure an infusion error occurred. To complete the surgery, another machine was utilized. No report that actual patient harm occurred. However due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Review of the logfiles confirmed the occurrence of the reported pum90v error message, indicating insufficient irrigation pressure as measured by the pump sensors. Several checks on potential causes were recommended, including verifying proper procedure use, infusion bottle placement, vgpc connector function and integrity, tubing connections, infusion clamp, and fluid flow during priming. The vgpc connectors were inspected and found to be intact, with no visible damage or missing components. Air output measurements and the safety pressure test were all found to be within specification. The complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (vf-vgpc-*). Since 2022 more than 1.000.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.